Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the cutter device, and the reported condition that the device was spoiled was confirmed. An assessment was performed and it was determined that the device had broken cutting etches and the interior surface was corroded. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the device history record (DHR) was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the burr device showed clear signs of use and broken cutting etches and the interior surface was corroded. It was further determined that the device failed pretest for visual assessment. It was noted in the service order that the device was found to be ¿spoiled¿ post-surgery with a craniotome attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.